Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the implants were revised. The reason for revision was instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that yesterday the attached implants were revised. The reason for revision was instability. X-rays are not available. The product was not returned to depuy synthes, however photos were provided for review. Photos were provided for review, however, the photos only show part and lot number and no other observations were present in the provided evidence. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the attune cr fb insrt sz 6 5mm would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
A. Was instability related to polyethylene wear? No. B. Was there any reported malposition of components that led to the instability? No. C. Were any components undersized on the primary surgery that led to the instability? No. D. Was the femur or tibia excessively resected/joint line raised during the primary surgery that led to the instability no. E. What is the affected side involved in this event? Refer to implant info sent on previous email. F. Were you present during the surgery? If not, please clarify when were you made aware of the event? Yes.